Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed per photo provided by the customer that shows the broken screw. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/14/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4030c-09 screw was inserted to fix the graft to the tibia and it broke. The doctor chose not to drill it, even though he used 1 number larger than the drill used to make the tunnel (tunnel 8 and screw 9). After removing all the fragments from the patient, he screwed in a new screw of the same size as the previous one. This occurred during a case with no patient harm.